Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer did not hear the low blood glucose alert annunciate. There was no reported impact to customer's blood glucose level. Customer technical support verified the pump was set to annunciate as intended.